Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the inflation lumen and balloon. There was no contrast visible. The balloon was loosely folded. There was a longitudinal tear in the balloon 4 mm distal to the proximal balloon marker for a length of 1.3 cm. There were diagonal scratches on the balloon 3 mm proximal to the distal balloon marker. There were multiple bends in the hypotube. There was no other damage noted to the balloon catheter. Product performance engineering reviewed the incident info. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. In this case, it was reported the balloon ruptured at 15 atm, which is above the rated burst pressure (rbp) of 14 atm. It should be noted in the rx voyager instructions for use (IFU) it states: balloon pressure should not exceed the rated burst pressure. Reportedly the lesion was mildly calcified, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, the pt anatomy, such that the balloon ruptured upon the second inflation at 15 atm. Analysis noted multiple bends in the hypotube. Since this damage was not reported in the incident info, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures or use errors for this lot. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verily rated burst pressure.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture was previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that during dilatation of the mildly calcified left anterior descending artery, during the second inflation, the rx voyager balloon ruptured at 15 atmospheres. A second voyager dilatation catheter was used successfully to complete dilatation. There was no adverse pt effect. No additional info has been provided.